Manufacturer narrative:
Device 1 of 2. E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced an adhesive event with two infusion sets as the tape was not sticking at the site of insertion which was thigh. Patient reported that the infusion set had been in use for 1 day. The patient was unsure of the cause of the product not adhering. Patient confirmed he inserted a new set and issue persisted. Patient inserted a third set and then his bg began to respond. This led to high blood glucose level of 400 mg/dl. The patient had to be in emergency room for 7 hours. Patient reported no symptoms at the time of hospitalization. Patient tested for ketones and the result of ketones test was grade 2. At the hospital the patient was treated with insulin pens and IV saline drip for high blood glucose. No further information available.